Event description:
The article, "impact of previous cardiac surgery on outcomes after tricuspid valve transcatheter edge-to-edge repair: insights from eurotr", was reviewed. This research article is a retrospective multicenter experience to evaluate the impacts of previous cardiac surgery (pcs) on outcomes after tricuspid transcatheter edge-to-edge repair (t-teer). The devices included in the study were pascal, mitraclip and triclip. The article concluded that pcs was associated with more advanced rv dilation and dysfunction, complex anatomy, reduced procedural success, and higher long-term rates of mortality and heart failure hospitalization. [The primary and corresponding author was lukas stolz, medizinische klinik und poliklinik I, lmu klinikum, lmu münchen, marchioninistr. 15, d- 81377 munich, germany, with corresponding e-mail: lukas.stolz@med.uni-muenchen.de.] This study included patients undergoing t-teer from 01 january 2016 to 31 december 2024. A total of 2929 patients were included in the study, of which an unknown amount received an abbott device. The average age was 78.7 years. The majority gender was male. Comorbidities included peripheral edema, ascites, hypertension, dyslipidemia, chronic obstructive pulmonary disease, atrial fibrillation/flutter, coronary artery disease, and prior stroke, and myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip delivery system were reported in a research article in a subject population with multiple co-morbidities including peripheral edema, ascites, hypertension, dyslipidemia, chronic obstructive pulmonary disease, atrial fibrillation/flutter, coronary artery disease, and prior stroke, and myocardial infarction. Complications reported included heart failure, tricuspid regurgitation, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of previous cardiac surgery on outcomes after tricuspid valve transcatheter edge-to-edge repair: insights from eurotr b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.